Manufacturer narrative:
Per reporter, "icl has been implanted/explanted but it will not be replaced. The surgeon prefers to do a pkr (iris slightly affected during the explantation - va is same as the pre-op). Patient is ok, visual acuity is same as before the surgery, but as the iris slightly affected during the explantation." Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that the surgeon intraoperatively implanted and removed a 13.2mm vticm5_13.2 -7.50/1.0/092 (sphere/cylinder/axis) implantable collamer lens from the patient's right eye (od) on (B)(6) 2024. Lens was implanted upside down. Reportedly, "new lens implantation is not scheduled for the moment." Cause of event was not reported.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4).